Event description:
It was reported that the intraocular lens was explanted because the patient was not happy. It was stated that the patient experienced large ghost halos and was unable to read and watch television or drive. No further information was provided.

Manufacturer narrative:
The manufacturing record review was performed. There were no process and/or material changes within the production order. The documentation shows that the production order was manufactured according to specifications. The in-line optical inspection data showed that the lens was within power specification. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
\ The intraocular lens was returned to the manufacturer for evaluation. Visual inspection of the return sample showed that the lens was torn and almost cut in half, most likely to make the explant possible. The lens condition is consistent with a lens that was explanted from the patient¿s eye. Due to the returned condition of the lens, additional analysis was not possible. All pertinent information available to abbott medical optics has been submitted.